Manufacturer narrative:
Correction: d5 - health professional should have been selected on the initial report rather than other. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter stuck inside the air/water nozzle could not be sufficiently removed and clogged because reprocessing was not performed according to instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. It was also confirmed that reprocessing was not implemented according to the IFU. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported with an issue of " angle down¿. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
Address- full establishment is (B)(6) hospital. Follow up communication with the customer facility noted the following information: event found at was unknown, no information if the issue found (angle down") was found during or after the case, however, it was noted that the intended an unspecified procedure was completed. No further information provided in regards to the reported issue. The subject device was received and evaluated . Device evaluation found stretched angle wire. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of "angle down" was confirmed. Furthermore, evaluation found, the device nozzle has foreign object. This condition noted to be attributed to insufficient cleaning (handling problems). Additionally, the following defects/findings were identified during device inspection: crack on up/down knob observed, due to crack, watertightness is lost. Adhesive connection (adhesive a-rubber) has a chip. Control unit found dirty due to water leakage. A rubber has a scratch. Switch box /switch 2 has a scratch. Right/left knob has a scratch. Up/down knob has a scratch. Forceps elevator has a scratch. The suction cylinder was scraped with a cleaning brush (handling issue). C-cover has scratch. Connecting tube has a scratch. Image guide protector has a scratch. Protector of universal cord on s-connector side has a scratch. The information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware , noted ¿unknown¿ about when the foreign matter adhered on the device. ¿ did not provided additional information. The possibility that the device was used for the procedure with the foreign material attached to it ¿ the facility noted ¿unknown¿. No further information provided. The time lag between the end of clinical use and the start of pre-washing noted unknown. Reprocessing noted - flushed the air/water nozzle with water and air. Sent liquid to the air/water nozzle. Facility noted normal, no abnormalities on the accessories used for reprocessing. Any concerns on reprocessing- noted ¿none¿. Investigation is ongoing. This report will be supplemented accordingly following investigation.